Manufacturer narrative:
(B)(4).

Event description:
It was reported that following surgery the pt experienced a change in therapy. The pt had an operation on her bladder and ever since that operation the pt had retention. Additional info has been requested, but was not available as of the date of this report.